Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 388 mg/dl. Customer was hospitalized for five to six days. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.